Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ 50 ml syringe had scale marking issues. The following information was provided by the initial reporter: the preparer realized at the time of sampling that it was impossible to read the volume correctly.

Manufacturer narrative:
H6: investigation summary: photos received for investigation, upon visual inspection of the pictures it can be seen the stopper is not correctly assembled. No other defect in the individual parts of the syringe can be noticed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause of the non-conformance is related with a misalignment of plunger-stopper-barrel in the assembly station. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ 50 ml syringe had scale marking issues. The following information was provided by the initial reporter: the preparer realized at the time of sampling that it was impossible to read the volume correctly.